Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately five years ago. Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be receive, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address pain and stem loosening. It was discovered that the femoral stem was undersized and the poly was worn.